Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shutting off as well as battery out limit alarm. Customer's blood glucose level was 23 mmol/l. Customer stated that the insulin pump alarmed after battery change. Customer reported that they were able to clear the alarm. Customer stated that they did not receive a request to rewind insulin pump. Customer stated that the insulin pump was not alarming at time of call. Customer stated that the black screen did disappear. Customer also stated that they put a new battery then the screen will be go on then for a while then off. Troubleshooting was performed for blank screen and battery out limit alarm. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with normal operating currents. No unexpected battery power loss, blank display and battery out limit alarm noted during the testing.